Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-01979, reference MFR report: 1627487-2012-01980. The pt had two leads implanted with the same lot number. It was reported the pt was no longer receiving effective stimulation and was experiencing a burning sensation at her ipg site while charging. The pt's scs system was replaced with a new one. The pt is now receiving effective stimulation and is no longer experiencing burning issues. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Results: the complaint was not confirmed. Both leads were functionally tested and passed all testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.